Event description:
It was reported by service report that the brakes were not holding. The bed failed the lateral pull test at 33 lbs versus a specification of 50 lbs. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Brake scorpion kit.